Event description:
Information was received from a patient regarding an external device. It was reported that their controller went blank today. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller did not power on. Patient stated the green light was on the ac power supply. Patient plugged the controller back in and the screen did not come on. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 97745nt (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.